Manufacturer narrative:
A root cause has not been identified. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that during surgery, the system would not evacuate the irrigation fluid, and a system message was displayed instructing the user to call technical services. The system was exchanged and the surgery was completed. There was no harm or injury to the pt.